Event description:
It was reported the powered wheelchair sped up unexpectedly during use, causing the end user to drive into a piece of furniture. The end user reportedly broke his toe as a result. No further patient complications were reported.